Event description:
Our hospital system uses the roche chemistry analyzers (B)(6) = c503, (B)(6) = c501, clinics and surgery center (csc) = c503). The cystic fibrosis team notified us that they observed a trend in increased direct bilirubin values outside the system reference interval (0.00 - 0.30 mg/dl), which coincided with a system-wide change in direct bilirubin reagent on february 17, 2025 (dbil to bild2). The reagent change occurred due to roche moving to the bild2 reagent across all chemistry analyzers and stopping the production of the dbil reagent. Review of method comparison, qc, and extensive data review pre- and post- method update occurred (random patients, paired random patients, and cystic fibrosis patient results were compared). Random samples from the (B)(6) hospital were rerun on the csc analyzer to evaluate the csc c503 as the cause for the results and showed good concordance. We began rerunning cystic fibrosis patient samples at (B)(6) on the c501 and noted a positive bias on both c503 analyzers as compared with the c501. We then reran both cystic fibrosis patients and random patient samples and saw the same positive bias on both c503 analyzers for both patient populations as compared with the c501. We notified roche of the issue, and after they discussed with their global team, they reported back to us that this is a known issue to them. They included a memo that the c503 and c303 analyzers both have a positive bias up to 2 mg/dl for direct bilirubin as compared with the c501. It is due to sample composition, so not all samples are affected and those that are affected are not all affected to the same degree, and they are not anticipating a resolution until the end of 2026/early 2027, and will likely require a software upgrade. The c503 and c303 analyzers are in multiple laboratories within our hospital system, and the reliability of a significant portion of our direct bilirubin results is now in question. We are now needing to adjust the upper limit of our reference interval for some of our labs within our system, as we're seeing that the positive bias may affect all patients, not just cystic fibrosis patients. In addition, we are considering changing our ordering sets in the electronic medical record as the solution is not anticipated for several years and direct bilirubin is orderable as part of multiple order sets currently.